Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the perforation is unknown, but could be attributed to the calcium in the annulus that extended into the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of the 26mm sapien xt valve via transfemoral approach, fluid in the pericardium was noted on echo. A left ventricle perforation was seen. A sternotomy was performed, however during access to find the perforation, the aortic root was compromised. The surgeon then repaired the lv, put in a tissue valve, and did a root replacement. The patient was stable after procedure and has been transported to post op. This patient had severe native annular calcification, moderate leaflet calcification, and moderate aortic root calcification. There was moderate mitral annular calcification (mac). The root cause of the perforation was attributed to the calcium in the annulus that ran into the lvot.